Event description:
It was reported by the attorney that the plaintiff underwent an arthroscopic debridement of the right knee and fullkerson osteotomy in 1999. During the course of the surgery, 2-0 vicryl sutures were sutured into the plaintiff. The attorney alleges the sutures utilized were contaminated, thus not sterile, thereby causing the plaintiff to suffer infection and injury.